Manufacturer narrative:
The patient was osteoporotic. Additional information received on 08 march 2017 and includes: the rotational forces put on the handle in an attempt to remove handle from broach may have contributed to fracture. The fracture only became visible before cementing the final stem.

Event description:
Handle lever mechanism was getting stuck in various positions. A mallet was required to close the handle when changing broaches. It was extremely difficult to remove the handle from final broach before trial reduction. Excessive force was required to remove handle from broach. The rotational forces put on the handle in an attempt to remove handle from broach may have contributed to cause a small fracture in the calcar region. Unfortunately a cable was required to support the fracture.